Event description:
It was reported that the insulin pump was not registering the carbs as the b button on the insulin pump was unresponsive. Customer's blood glucose reading at the time of the call was 63 mg/dl and has treated with glucose tablets. No further information reported.

Manufacturer narrative:
The insulin pump had an unresponsive act and button due to flattened dome switches. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.